Event description:
It was reported that the insulin pump sustained cracks to the battery compartment. The caller did not know the blood glucose reading.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, and a minor scratched display window. The insulin pump was received with no button response due to a flattened act button dome switch. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.